Event description:
It was reported there was a volume discrepancy. The expected residual volume was 2.8ml and the actual residual volume was 7ml. This was a 24% discrepancy, and no additional testing or intervention was done. The patient also had increased baseline pain, and this was the first occurrence of the increased pain. The patient saw the physician 2 months later, and the physician stated the "residual had increased again." The physician was monitoring the patient. The medications being delivered via the device system were sufentanil and clonidine.

Manufacturer narrative:
(B)(4).